Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2316-50e serial#: (B)(4) product description:infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient was experiencing severe headache and new pain since procedure. The physician performed blood patch and the patient underwent an early lead pull. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient had a dura puncture. The patients complaint of new pain in the right leg had improved and was believed to be not device related. No further course of action at this time.

Event description:
A report was received that the trial patient was experiencing severe headache and new pain since procedure. The physician performed blood patch and the patient underwent an early lead pull. The patient was reportedly doing well.